Manufacturer narrative:
Concomitant medical products: product ID: 309510, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3886, lot# j0204962v, implanted: (B)(6) 2002, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. (B)(4).

Event description:
Additional information received noted that replacement was done on (B)(6). The manufacturer's representative had no update on th erapeutic effect.

Event description:
It was reported that the patient had normal battery depletion and it was noted that a replacement would be needed. Impedance testing was performed. A impedance issue was reported and noted as high. It was noted that action was not taken yet but was planned. A new lead to be implanted at a future unknown date. It was noted that the patient was alive and no injury the day of reported event. The patient experienced less than fifty percent therapy relief. It was noted that the location of the issue or symptom was lead-extension connection, lead location and unknown location. Additional information reports the patient was doing fine. Additional information reports the lead and the stimulator replacement was to be determined. The impedance measurements was not known. It was noted as unknown for any lead fractures. The patient was not receiving effective therapy.